Event description:
Information received with return of the device does not address the patient's clinical status but notes that although normal telemetry was observed upon receipt of the device, it was found in to be in back-up mode just prior to implant.